Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. In addition, the right ventricular (rv) lead exhibited a loss of capture and a decrease in impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addrs1, implantable pulse generator (ipg), implanted: (B)(6) 2010; product ID: 457445, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).